Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited oversensing of noise; the patient received inappropriate antitachycardia pacing therapy. On (B)(6) 2017, the lead was capped and replaced. The patient was stable throughout the procedure.